Manufacturer narrative:
Details of complaint: on (B)(6)2021, the customer at kaiser permanente reported the following issue with pu-681ra (central monitor processing unit for cns-6801); (B)(6), from patient monitoring: cns suddenly shut off due to a ups battery being accidentally turned off. Investigation summary: the root cause of the issue was determined to be unintentional shutdown of the ups by one of the clinical staff. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since it was caused by user error and not nk device malfunction.

Event description:
The customer reported that their central nurse's station (cns) suddenly shut off due to a uninterruptible power supply (ups) battery being accidentally turned off.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) suddenly shut off due to a uninterruptible power supply (ups) battery being accidentally turned off. . The unit was monitoring bedside monitors (bsm's) at the time. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their central nurse's station (cns) suddenly shut off due to a uninterruptible power supply (ups) battery being accidentally turned off.